Manufacturer narrative:
Additional information: h4. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which was further due to fatigue/stress; this then led to a communication failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laser system experienced issues with wireless footswitch pairing. This event occurred during a ureteroscopy laser lithotripsy procedure. There were no reports of patient harm.